Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead helix would not extend and retract. The ra lead was not used and was replaced. No patient complications have been reported as a result of this event.